Event description:
There was a noted drip from the chemotherapy line. The tubing was leaking with minimal drips on the floor. It appeared the tubing was dripping from below the pump or from stretchy material inside pump.the chemotherapy given was chop/rituxan. The patient was given rituxan late in the evening. The chop portion of the regimen was given on the following evening.